Event description:
It was reported that balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 3 atmospheres before nominal pressure. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from the inner shaft and coming out of the tip. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual examination identified inner shaft damage.

Event description:
It was reported that balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 3 atmospheres before nominal pressure. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.